Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Med watch me5061657 was received for loosening closure caps. The patient was treated with zimmer virage oct (occipital cervical thoracic) spinal fixation system to fuse cervical spine to occiput. Closure caps of device loosened and dislodged without trauma or physical mechanism. Cervical x-ray images demonstrated the loosening. Diagnosis or reason for use: cervical fxs. The report indicates that intervention was required. The report does not indicate who was involved or where the event occurred. There is no contact information provided.